Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 420 mg/dl at the time of incident. The customer stated that the insulin pump had no delivery alarm and customer stated that the insulin exited. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. (B)(4).